Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5080458/5122291.

Event description:
It was reported that the patient had inadequate pain relief and the implantable pulse generator (ipg) site was painful. The patient underwent an explant procedure wherein all device components were removed and not returned.